Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 1, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacturer date) h6 (identification of evaluation codes 10, 11, 3331, 706, 25). Type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #: 3331 - analysis of production records investigation findings: 706 - assembly problem identified investigation conclusions: 25 - cause traced to manufacturing. The returned sample was inspected upon receipt to confirm a blockage in the pigtail line as di water was not able to be passed through the line. A representative retention sample was reviewed to show no blockage and normal amounts of bonding agent on the arterial pigtail. Di water was able to be passed through the line. The cause of this event was a workmanship error when bonding the arterial pigtail into the oxygenator housing. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. Component code: 4739 - gas exchanger. Health effect - impact code: 2199 - no health consequences or impact. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions . Medical device problem code: 1065 - partial blockage.

Event description:
The user facility reported to terumo cardiovascular that during pre cardiopulmonary bypass, it was not possible to flush the sampling line on the oxygenator. As per the user facility, attempts were made to clear any ¿blockage¿ using a syringe but these did not resolve the issue. No health consequences or impact. Product was changed out. Procedure completed successfully.